Manufacturer narrative:
Customer contact reports there is no patient information available.

Event description:
The hospital reported an error that resulted in an inability to switch ventilation modes as expected. There was no report of patient injury.